Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015. It is unknown if there are plans to reimplant the patient with a new device as of the date of the report filed january 11th, 2016. Device not received by manufacturer.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the patient was reimplanted with a new cochlear device on (B)(6) 2016.